Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device interrogation, the pacemaker exhibited premature battery depletion and reached its elective replacement indicator prematurely. It was noted that the device had spent time in radio frequency (rf) lockout. The patient was reported to have no symptoms. No intervention was performed.